Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on anterior side assessed as surgical damage and one opening observed on valve bond edge assessed as unidentified (tear) opening. Valve leak and/or damage: nick striated observed assessed as surgical tool scratch like (valve no leakage). Additional observations: no additional observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation, "hole, non-specific," and "hole on valve side." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation, "hole, non-specific," and "hole on valve side." Device has been explanted and replaced.